Manufacturer narrative:
The lens was returned. Solution was dried on the lens. The optic is scratched. The optic is broken/cut with serrated edges through the optic center horizontally into two portions. Product history records were reviewed and the documentation indicates the product met release criteria. A qualified cartridge and viscoelastic were used. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information provided on the questionnaire response indicated that user error caused or contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched during loading into a cartridge. There was no reported patient impact and the procedure was completed using a backup device. Additional information was requested.